Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not available for reporting. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail advanced (tfna) screw had migrated post-surgically. The initial procedure was performed on (B)(6) 2016 for a very unstable intertrochanteric/sub-trochanteric fracture. During the procedure the surgeon thought he had a static lock and the procedure was completed successfully without any complications. Post-operatively, after weight-bearing status was implemented, x-rays revealed that the screw had migrated laterally. There were no broken devices noted on the x-rays and there is no revision surgery planned. This report is 2 of 2 for (B)(4).